Event description:
A customer reported receiving a minimum fill notification related to their insulin pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support guided the customer through the process of filling and loading a new cartridge onto the pump, which successfully resolved the issue, allowing the customer to resume insulin therapy.